Event description:
Healthcare professional reported left side rupture diagnosed by MRI and fibroadenoma (non device related). The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule ¿ ndr: unable to observe as it is not related to the device. Rupture: broken observed assessed as unidentified (tear) opening. (Shell thickness was within specification). No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device status is unknown. This relates to the unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture and fibroadenoma (non device related). The device has been explanted and replaced.